Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-sep-2024. The device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection and functional test of the returned device visual analysis, the vizigo sheath, the brim cap, and the hemostatic valve were found in good conditions. Flow test was performed as per the j & j medtech procedures, and this failed since a leak was found in the 3-way stopcock luer lock. A fracture and mechanical damage (scratches) were observed in the luer lock. The potential cause of this damage could be related to the usage and handling of the device, but this cannot be conclusively determined. The fracture issue reported by the customer was confirmed. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath and observed the stop cock connector piece physically cracking and breaking. The vizigo sheath had a cracked hemostatic valve and was leaking fluids. The sheath was exchanged and the issue was resolved. No patient consequence was reported. Additional information was received clarifying it was mistakenly reported that the issue was the result of a faulty hemostatic valve. This was not the case and the issue was the result of the plastic stop cock connector piece physically cracking and breaking; thus, not allowing heparinized saline to be flushed/ran through the port/sheath. This was observed at the beginning of the case, prior to insertion into the patient and the sheath was replaced with no adverse complications/patient issues.